Event description:
The implantable catheter was not implanted at this facility. 3/9/92 patient came to ER with chest pain and irregular heart rate. Chest x-ray revealed a fractured implantable catheter, cvc catheter for chemotherapy implanted about one year ago; lodged in right atrium and right ventricle of the heart. 3/10/92 patient was taken to specials to retreive the fractured catheter. 80% was recovered with 20% (1" - 2") moving into the right lower lobe of the lungdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: invalid data. Invalid data - on device destroyed/disposed of status.